Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient is having difficulty charging. They stated that the patient got a replacement recharger but is still getting zero coupling bars. Technical services had the manufacturing representative do an antenna locate and got 52-77 at the time of the report. The rep was going to continue to follow-up with the physician. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they were getting no coupling boxes even after they repositioned the antenna over the ins. The patient rotated the antenna dial four times and got no coupling boxes filled. They tried al and got 82 and still no coupling boxes filled. The patient later reported they received the new recharger (insr) but was still getting zero coupling boxes. They could reportedly feel the ins and it was seated flat in the pocket. The patient was suggested to consult with their physician to have the ins checked. No further complications reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a health care professional regarding the patient. It was reported that the patient hasn¿t been able to get the same coupling on his restore battery starting in september of 2019. The health care professional thinks that the implantable neurostimulator may have flipped and is considering doing an anterior-posterior view x-ray. There were no patient symptoms or complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that they were sent a replacement charger in order to resolve their previous issues. However, the patient stated that they were still unable to charge their implantable neurostimulator (ins) battery. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. The patient reported that there was a power on reset (por). The therapy had stopped due to por. The patient reported that he was seeing por informational screen on the recharger. The patient reported that when he cleared the screen and tried to turn stimulation on he saw the por warning screen. The patient reported that he recently had pulsed electromagnetic field (pemf) therapy and stem cell therapy done on his back that could be related to the issue. The patient was redirected to their healthcare provider (hcp) to clear the por. Additional information was received from a manufacturer¿s representative (rep). The rep was meeting with the patient to clear the por. The rep reported that it appeared the patient had useda tens unit a few days prior to getting the por message and the loss of therapy corresponds with the tens use timeframe. The rep cleared the por successfully. No further complications were reported.

Manufacturer narrative:
]If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was reported the ins was depleted as the patient hasn't been able to charge it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and patient. Rep stated that patient's weight was unknown. Patient's implant was not working properly. The provided information was confirmed with the physician. On 7/24 patient reported that the rep was able to help clear por but now patient is not able to charge ins. He stated he has 0 coupling boxes filled. Troubleshooting could not be performed as patient did not have the recharger during the call. Patient was going to call back. No further complications were reported.